Event description:
The customer reported that midway through a hysterectomy, the jaws of the device would no longer open. Tissue around the jaws was resected in order to remove the instrument. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.